Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "the following issue was found in tubes (368273) from lot 0196900: spot in tube x1. Additional information:" dirt on tube"

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Dirt outside of tube is not considered to be a reportable malfunction. This MFR report # 9617032-2020-00859.

Event description:
Reportability determination rationale: this is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Foreign matter on the external surfaces of the device will not affect the device's ability to function as intended nor lead to harm/serious injury to a patient or user. Event type: foreign matter outside of tube . This MDR dt supersedes all previous MDR dts. Additional information has been received that changes the reportability. (Dirt outside of tube).